Manufacturer narrative:
Concomitant product: product ID 8578, lot # 0207291230, product type accessory; product ID 870953, serial # (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who resided in canada and had an intrathecal baclofen pump implanted. It was not reported what type of baclofen, the manufacturer, dose, concentration, or lot #. The patient¿s medical history was unable to be obtained. The patient¿s mother inquired about information regarding doctors who look after intrathecal baclofen pump located within the patient¿s area. The patient¿s mother was trying to find out if there was an issue with the patient¿s catheter, as the patient experienced more pain and more spasticity. It was believed by the consumer that the ¿catheters were not working on the pump.¿ the date of the event was reported to have been on approximately (B)(6) 2015. The consumer was advised to contact the rehab clinic and to get a referral to get into another center. Additionally, the consumer was advised to work with doctors to determine if there were any issues. As of the date of this report, the issue had not been resolved and the patient was alive without injury. No surgical intervention had occurred or was planned. The consumer planned to reach out to a doctor to discuss the issue further. Any additional information received will be submitted in a follow-up report.